Event description:
This case was reported on 20-oct-2011 by a physician - local ref (B)(4). This case involves a (B)(6) female pt who was treated with poly-l-lactic acid (sculptra) subcutaneously for improvement of facial contour. All injections were reconstituted with 5-9 ml of distilled water. On (B)(6) 2009, (batch a8024/exp date jul-2010) 6 ml was administered on the left and right cheekbones. On (B)(6) 2009, (batch a8025/exp date sep-2010) 9 ml was administered to the left and right cheekbone, cheek and temporal area. On (B)(6) 2010, (batch a8025/exp date sep-2010) 6 ml was administered to the left and right marionette lines, cheek, cheekbones and temporal area. This physician reports a pt has experienced 15-20 visible panfacial granulomas that appeared 15 months after the third administration of poly-l-lactic acid. The first granuloma appeared in (B)(6) 2011. The granulomas are located in the external nasogenian and external periorbicular areas. The appearance of these granulomas is coinciding with the hyperthyroidism outbreak, which is under treatment since (B)(6) 2011. No biopsy was taken. Radiofrequency (one session/week) and massage of the infected area have been provided as corrective treatment. According to the physician, the adverse event led to permanent impairment of a body function or permanent damage to a body structure. The reporter specified it as notable imperfections. The adverse event was lengthy and lasted more than 30 days. The need for surgical intervention was not reported. The outcome is unk. Significant/relevant medical history: hyperthyroidism, recent hormonal changes nos. Relevant concomitant medications: unspecified hyperthyroid medication. Action taken: not applicable. Corrective treatment: radiofrequency (one session/week) and massage of the affected area. Outcome: unk.

Manufacturer narrative:
Additional lot# a8025.